Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set/transfer set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set/transfer set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange and patient cutting the transfer set with scissors. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact confirmed that the patient has been administered antibiotics through a 6-hour dwell in addition to the regularly scheduled pd treatments. Upon follow up, the patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic (on (B)(6) 2024) after the patient cut the cap of the transfer set off with scissors. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis, and the patient was diagnosed with peritonitis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The nurse indicated that the patient¿s family is currently performing pd treatment for the patient with the same cycler. The patient is recovering from the event. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse reported that the patient been declining in her mental status. In addition to the patient cutting the transfer set with scissors, the patient was not performing aseptic technique with her pd treatments. As a result, the nurse stated the patient will be moving to hemodialysis as she is no longer a good candidate for pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact confirmed that the patient has been administered antibiotics through a 6-hour dwell in addition to the regularly scheduled pd treatments. Upon follow up, the patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic (on (B)(6) 2024) after the patient cut the cap of the transfer set off with scissors. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis, and the patient was diagnosed with peritonitis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The nurse indicated that the patient¿s family is currently performing pd treatment for the patient with the same cycler. The patient is recovering from the event. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse reported that the patient been declining in her mental status. In addition to the patient cutting the transfer set with scissors, the patient was not performing aseptic technique with her pd treatments. As a result, the nurse stated the patient will be moving to hemodialysis as she is no longer a good candidate for pd therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set/transfer set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set/transfer set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange and patient cutting the transfer set with scissors. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.